Event description:
Physician reported, left side intracapsular rupture. A solid nodule of 6.7mm, disperse micro cysts and fold of the device. Diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. Crease/folding of implant: observed creases on the device. Lump/nodule: unable to observe as it is not related to the device. Cyst(s): unable to observe as it is not related to the device. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side intracapsular rupture, a solid nodule of 6.7mm, disperse micro cysts and fold of the device diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr mrn 9617229-2024-08873. All information has been consolidated into this report. Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 26-apr-2024.

Event description:
Physician reported left side intracapsular rupture, a solid nodule of 6.7mm, disperse micro cysts and fold of the device diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-breast: unable to observe since it is not related to the device. ¿ cyst(s)-breast: unable to observe since it is not related to the device. ¿ crease/folding of implant-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side intracapsular rupture, a solid nodule of 6.7mm, disperse micro cysts and fold of the device diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.